Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 440 mg/dl and went up to 540 mg/dl. The customer stated that they tried to treat the high blood glucose with the insulin pump but the customer stated that the blood glucose would not come down then they gave with manual injection. The customer mentioned that they had a bent cannula on the infusion set. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.